Event description:
Rn discovered a small hole in the bd alaris pump module smartsite low sorbing infusion set being used for total parenteral nutrition (tpn) after noting wetness on the clothes of newborn patient and in areas of the isolette (incubator).